Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the daughters pump was draining a battery every day. Today it said power error detected and it change the vial. The pump was telling her pump was empty. Right now, it seems to be working. Blood glucose at the time of the incident was 493mg/dl. The customer corrected with the pump. Offered to troubleshoot but dad declined. Alarm history showed replace batter, power loss power error. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g or 640g pump with software version 2.6. Customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue and monitor the pump and call back if the error recurs. The customer did not receive a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. New battery resolved the issue. The insulin pump will be returned for analysis.